Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. A replacement usb cable and adapter was sent to the customer to address the issue. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
Device not returned.